Event description:
It was reported that the device was leaking air during pre-use check. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in used conditions without its original packaging. The sample have a tear. The sample did not pass the leak test. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: CAPA was issued in order to determine the root cause and implement proper corrective actions. UDI information is unknown. Premarket (510k) number is unknown.